Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant low inratio value. (B)(6) 2014; inratio: 2.1; lab: 5.7. Time between tests unknown. Patient's therapeutic range unknown. Patient self tester using expired strips. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation/conclusion correction: even though the customer stated the strips were expired, the lot number provided gave an expiration date that was still valid.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.